Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
While in clinic external driveline damage was noted from the exit site to the modular cable connection point. Insulation material was visible in both locations. No further information was reported.

Manufacturer narrative:
Section b1, b2, d6, h1, g3: correction. Section b5, d4, h4: additional information. Section d4: the heartmate 3 left (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log files contain data from (B)(6)2020 at 4:01:49 through (B)(6)2020 at 13:00:36 and (B)(6)2020 at 13:24:33 through (B)(6)2020 at 14:07:37. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The account reported that there was external driveline damage from the exit site the modular cable connection point. According to the account, rescue tape has been applied to reduce kinks and tears from progressing. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The IFU and patient handbook contain information in regards to caring for the driveline and instructs the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that rescue tape was applied to the modular cable to reduce kinks and tears from progressing. No additional information was provided.